Event description:
No malfunction or any type issue was reported initially. The device was returned for further analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, and prime tests. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery and occlusion tests were note performed due to motor error alarms. The device had scratched reservoir tube window.